Event description:
It was reported there was an error message on the lower lcd (liquid crystal display) in the area where the mode is displayed. Biomed was able to reproduce issue by turning on both atrial and ventricular output to zero and then pressing menu. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.